Manufacturer narrative:
Updated fields - b4, g3, g6, h3, h11. Corrected fields - h6 (component codes).

Manufacturer narrative:
Esp member advised switching to an alternate a-line site. After zeroing, the new site functioned properly, and pumping resumed without issues.

Event description:
User called into emergency support program line to request and report issue during use linear intra aortic balloon (iab) had clotted lumen issue occurred and difficult or unable to flush inner lumen. There was no harm or injury reported.